Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/10/2017 with the following findings: a review of the black box data showed the data from the date of the complaint had been overwritten. A call service 177 warning due to normal battery wear was showed in the black box. All currents read within specifications. The rewind, load, and prime steps were performed successfully. The pump's cover was removed to find no intermittent conditions.